Manufacturer narrative:
(B)(4). Batch # p94g4w. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, only after assembling the device with the generator, white pad side of the tip was got out of the jaw. It was completely missing from the clamp arm. It happened before the surgeon started to operate, and use the device. The circulating nurse called the p.s. And used a new device for the case. No patient consequence.

Manufacturer narrative:
(B)(4). Expiration date is 2/28/2023. Lot number is p94g4w and batch number is r92w03. Device manufacture date is 3/27/2018. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.